Event description:
It was reported that the ventilator became inoperable when putting it back in use on a patient. There was no report of serious injury or death associated with this event. The patient was placed on an alternate ventilator.

Manufacturer narrative:
(B)(4) . Covidien customer support engineer inspected the ventilator and performed a software and flash drive upgrade. The alleged malfunction was ot duplicated. The ventilator passed all required testing.